Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for treatment. During the procedure, it was noted that the balloon ruptured at 6atm. The device was completely removed from the patient's body and competed the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the hypotube was performed and a kink was noted at various locations along its length. The midshaft was also kinked at the port site and at 1.2cm proximal to the port. The kinks identified along the device are consistent with excessive force having been applied to the device. An examination of the balloon and blades identified no damage or tears. The device was attached to an encore and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The encore was tested at 12 atmospheres with no anomalies noted. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, it was noted that the balloon ruptured at 6atm. The device was completely removed from the patient's body and competed the procedure with another of the same device. No patient complications were reported and the patient's status was good.